Event description:
On (B)(6) 2013, the patient was implanted with a vns device. When the first test was performed, the patient had bradycardia with the levels: baseline 80 beats per min (bpm) and then low of 54 bpm with the signal. A second test was performed and the level went down to 52 bpm. During the final test, the level was 62 bpm. The patietn does not have cardiac arrhythmia. Attempts have been made for additional information; however, they were unsuccessful. No other information has been provided.